Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had green gas bars suddenly went down to red, stopped pumping co2 gas and then went all bar green again. The issue was found during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: because electropneumatic proportional valve unit is loosened, gas leakage from the secondary piping is found, due to damage on electropneumatic proportional valve unit, the enclosure leakage current exceeds the standard value. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: pumping problems caused due to gas leakages and a leakage that exceeds the standard value. Olympus will continue to monitor field performance for this device.